Manufacturer narrative:
During verification testing at the service center, it was noted that the device door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for occlusion. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken off.